Event description:
It was reported that during an unknown procedure, the surgeon stated, "I had a heck of a hisser (12mm) on tuesday. I asked them to keep it". It is unknown if another device was used to complete the procedure. No patient consequence reported. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.